Event description:
It was reported that the patient presented to the hospital in the week following the implant procedure for chest pain. Upon review of the device data, it was observed that the right ventricular (rv) lead had significantly increased since the implant procedure. Diagnostic imaging was performed, but dislodgement was not confirmed. The physician elected to reposition the rv lead and the threshold level normalized. The patient was stable with no additional consequences.